Manufacturer narrative:
The reported event cannot be confirmed with the available information. The subject device is being requested for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. A supplemental report will be submitted if device is returned or if any additional information is obtained.

Event description:
Edwards received notification that a 29mm mitral valve was explanted at implant due to "damaged" leaflets. As reported the leaflets presented defects and wrinkles, which may result in incomplete closure. The device did not cause any injury and the patient was doing well after the procedure.

Manufacturer narrative:
H10:  additional manufacturer narrative:   updated b5 and f10 per new information received.

Event description:
Edwards received notification that a 29mm mitral valve was explanted at implant due to "damaged" leaflets. As reported, after the valve was implanted, incomplete leaflet closure was observed and leaflet defects and wrinkles were noted. The surgeon did not stop the extracorporeal circulation and replaced the valve with a new valve to finish the operation without causing any injury to the patient. The patient was noted to be in good condition after the procedure.

Event description:
Edwards received notification that a 29mm mitral valve was explanted at implant due to "damaged" leaflets. As reported the leaflets presented defects and wrinkles, which may result in incomplete closure. The surgeon detected the defect during implant. The device did not cause any injury to the patient and patient was doing well after the procedure.

Manufacturer narrative:
Additional manufacturer narrative. Updated section b5 per new information received.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H6: additional manufacturer narrative updated b5 per new information received.

Event description:
Edwards received notification that a 29mm mitral valve was explanted at implant due to "damaged" leaflets. As reported the leaflets presented defects (cuts) and wrinkles, which may result in incomplete closure. The surgeon detected the defect during implant. The device did not cause any injury to the patient and patient was doing well after the procedure.

Manufacturer narrative:
Product evaluation: customer report of damaged leaflet was confirmed through observed cut leaflet. Report of inadequate coaptation and wrinkled leaflets were confirmed through observed suture loop, creases, and wrinkles on the leaflets. As received, leaflet 3 had a 2mm x 4mm cut out at the free margin. Edges of cut leaflet had a smooth and straight edge; cut off leaflet fragment was not returned. What appeared to be suture track indentations were observed at the free margin of leaflets 2 and 3 near commissure 3. Leaflet creases were observed on leaflets 2 and 3 and cloth imprints were observed on leaflet 2 near commissure 3. Suture holes were visible around the sewing ring. Sewing ring cloth was cut in multiple areas around the inflow aspect of the valve. X-ray demonstrated wireform intact. Photos provided appeared consistent with lab findings.